Event description:
The user facility reports one incident of a leak in the venous blood line tubing. This issue was found approx 1 1/2 hours into hemodialysis treatment. Due to potential for contamination the blood volume in the blood line and dialyzer were discarded resulting in ebl=250 cc. A new bloodline and dialyzer were set up to complete treatment. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.